Event description:
Report received from a facility in (B)(4) states that the cutter had inadequate cutting action and aspiration at high cutting rates. There was no injury to the patient.

Manufacturer narrative:
The device was requested but has not been received. The sterilization and lot history records were reviewed and found to be acceptable.